Event description:
A tandem mobi cartridge alarm was reported, and the customer's blood glucose level exceeded safe thresholds. Despite initial corrective efforts, including removing the cartridge from the pump and delivering a 9-unit bolus, the issue persisted. Although the caller was able to reload the original cartridge, the alarm recurred when they attempted to resume insulin therapy. Subsequently, technical support decided to replace both the pump and the original cartridge.